Event description:
It was reported to medtronic minimed that the customer experienced a low battery alarm or short battery life, other critical pump errors, and the flash crc is incorrect for factory-stored information (pump error 55) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 24.0 received the lowbatteryalert (104) on 07/25/2025 17:05:00 faster than expected at 1.81 days. Battery cycle 18.0 received the lowbatteryalert (104) on 07/16/2025 14:50:00 after more than 7 days at 11.32 days. Battery cycle 13.0 received the lowbatteryalert (104) on 06/24/2025 14:30:00 faster than expected at 1.66 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 (line number 691 file number 39) fatal alarm confirmed in the history files on 07/25/2025 17:44:20.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to electronic assembly or motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near battery compartment, label damage (stained and faded) and cracked retainer. Confirmed critical pump error after battery installation and confirmed pump error 55 in the pump history download, problem isolated to the electronic assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.